Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 500-600 mg/dl. Customer addressed bg level via correction injection. The customer continued to use the pump for insulin therapy. It was also reported that the pump battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.